Manufacturer narrative:
The c701 module serial number was (B)(4). The field service engineer (fse) performed instrument performance testing and checked the ultrasonic mixer. No issues were identified with the gear pump head or water pressure. The customer has had no further issues. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas 8000 cobas c 701 module. The initial result was 2.24 mg/dl. The patient went to the hospital for additional testing, and the creatinine result was "normal." The specific result was not provided. On (B)(6) 2026, the customer repeated the sample, and the result was 0.85 mg/dl.